Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided in a returned questionnaire: the iol has not been removed because the patient has chronic macular edema and will not benefit from iol replacement. It was noted that in the surgeon's opinion, it is unknown if the iol caused/contributed to the event; the whitening of the iol could also be caused by ophthalmic viscosurgical devices (ovd), medicine, or some other cause.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that following bilateral cataract removal with intraocular lens (iol) implant procedures in 2004, the patient complained that his/her sight was "not so good anymore", and it was observed that the left iol had turned completely milk white, while the other iol was clear. The attending physician performed a yttrium aluminium garnet (yag) laser capsulotomy procedure; however, the capsular sack could not be "emptied". Additional information has been requested.